Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a secur fit advance stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that upon review of the post market surveillance surveys noted the " implant seated lower than broach. Had a little bit of trouble re establishing neck length with required us to use a collared head.